Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. On 04/19/2016 a medtronic representative, following-up at the site, reported anatomy ablated : left inferior temporo-occipital junction including the posterior hippocampus. Issue was uneven heating distribution and profile with broken catheter was found after removal. Surgeon summary of patient's outcome was that "the patient did pretty well overall. She has a little visual difficulty, but we expected that given where the lesion was placed." On 04/25/2016 a medtronic representative performed a thermal therapy system check-out, all areas passed. The laser passed every setting. System performed as intended. On 04/28/2016 software investigation completed. Findings are that the visualase software performed as expected. Preliminary results from acquired imagery suggest magnetic resonance imaging (MRI) hardware being faulty resulting in moving-like behavior artifact that resulted in registered phase changes to be falsely interpreted as sudden temperature changes. Return requested for suspect neurokit-400-t10 bdl. Medtronic investigation of returned suspect device finds that the cooling catheter outer sleeve (ccso) leaked as evidenced by blood coloring the saline being returned to the drainage bag and also within the cooling catheter system (ccs) as observed when removed from the surgical site. Failure charred and melted. Engineering evaluation finds the catheter, laser, tubing and bone anchor received along with cd containing log files. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 05/02/2016 a medtronic representative performed a thermal therapy system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, the catheter was broken. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the thermal therapy system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.

Manufacturer narrative:
Per further engineering review of the software logs, the visualase system performed as expected with no indication of malfunction. Mr artifacts evident in session images are thought to be from the mr scanner image/data quality. Ccs melting was evident, as well as blood inside the lumen of the ccs. After the reported event took place a fca notified users of revised power and exposure recommendations for various lesion sizes.